Event description:
Pt's mother reports device malfunction. "Not detecting cartridge", but cartridge is in, and has been in since last night with no issue. Sn (B)(4). We will send replacement. Pt switched to functioning back up pump since. No issues with remodulin, only the device. No other info known. Reported (B)(6) by pt/caregiver.